Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms. The customer would clear the alarm and resume insulin delivery relatively quickly. There was no impact to the customer's blood glucose level.